Manufacturer narrative:
H3) no hardware parts have been received by the manufacturer for evaluation. Codes: b17, c20, and d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively in an unknown procedure. It was reported that the system door did not work. No known impact to patient outcome. Surgical delay not provided. After the imaging, the machine door refused to open away from the operating platform and from around the patient. The device was moved towards the patient's foot and the procedure could continue. The breakage did not cause any immediate danger to the patient or the staff. A plan was made together with the surgical team on what to do if the patient had to be moved away from the surgical platform for some reason in the middle of the procedure before the device could be removed.